Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the device was online in remote support service (rss). The tss received an update from the customer that the issue had been resolved, and it might have been caused by a network issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple units appeared as not connected, resulting in the stations entering override mode, with patient and order data not interfacing from the server. Reboot attempts did not restore connectivity. Additionally, both machines were noted to be printing exclusively to the mlm printer for screen prints and transaction receipts. An it ticket was opened by the customer for further investigation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.